Event description:
It was reported that the patient's left hip was revised due to non-union of a periprosthetic fracture distal to the tip of the femoral stem. The stem, head, liner, locking plate with 13 screws, and 5 dall-miles cables were revised. Rep also confirmed that there are no allegations against the revised head and liner. Update- (B)(6) 2021: at least three screws broken on the proximal portion of the plate.

Manufacturer narrative:
Please note additional information added to h6 clinical signs code.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital retained.

Event description:
It was reported that the patient's left hip was revised due to non-union of a periprosthetic fracture distal to the tip of the femoral stem. The stem, head, liner, locking plate with 13 screws, and 5 dall-miles cables were revised. Rep also confirmed that there are no allegations against the revised head and liner. Update 5/28/2021: at least three screws broken on the proximal portion of the plate.